Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2012. The patient was reimplanted with a new device during the same surgery.this report is filed (B)(6), 2012.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in loss of benefit, and the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however, it is unknown if this has occurred as of the date of this report, march 6th, 2012.

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.